Event description:
It was reported to philips that the device cannot deliver shock 150j. Aborts. Device was in clinical use without reported patient harm, but may delay treatment. We are considering this event to be a serious injury based on the report that the treatment was interrupted requiring the use of another defibrillator. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.